Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer's insulin pump was alarming battery out limit and no delivery. The customer's blood glucose was 45 mg/dl. The customer treated the low blood glucose with juice and crackers. The customer was unable to troubleshoot for the alarm because the issue had already been resolved by a complete set change. The customer was advised to do a complete set change as soon as possible. The customer was advised to call back when the alarm occurred in order to troubleshoot. While troubleshooting for the low blood glucose, the insulin pump passed the displacement test. The customer was further advised that the battery out limit alarm may have indicated a loose battery cap. The customer was advised that the battery cap would be replaced. The customer did not return the product for analysis.